Event description:
It was reported that the patient expired due to chronic combined heart failure. The patient's implantable cardioverter defibrillator (ICD), right atrial lead, right ventricular lead, and previously capped right ventricular lead were all explanted. It is unknown if the patient's device or leads contributed to the patient's death.

Manufacturer narrative:
The reported event was patient death. Final analysis found the device to have appropriate remaining longevity and normal functionality. No anomalies were detected.